Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "presented an occlusion." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition in which the pump "presented an occlusion" was confirmed as failure f-2, which represents a problem with the downstream occlusion sensors. The root cause was due to the downstream occlusion sensors being out of calibration. They were recalibrated to resolve the issue.